Event description:
"Ntaneous" case was reported by a lawyer and describes the occurrence of pelvic pain ("severe and permanent pain") in an adult female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (major surgery). At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe and permanent pain/pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("back pain"), dysmenorrhoea ("dysmennorhea (cramping)"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metorhagia (bleeding b/w periods)"), dermatitis allergic ("rash/skin condition"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), alopecia ("hair loss"), migraine ("migraine"), irritability ("irritability"), disturbance in attention ("loss of concentration"), arthralgia ("joint pain"), pain ("body pain to touch/general pain"), loss of libido ("no sex drive"), vitamin b12 deficiency ("b12 low"), general physical health deterioration ("bodily impairment") and anxiety ("mental anguish/anxiety") and was found to have hormone level abnormal ("hormonal changes"), weight increased ("weight gain") and blood potassium decreased ("low potassium"). The patient was treated with surgery (major surgery). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, back pain, dysmenorrhoea, abdominal pain, menorrhagia, metrorrhagia and dermatitis allergic outcome was unknown and the fatigue, gastrointestinal disorder, alopecia, hormone level abnormal, migraine, weight increased, irritability, disturbance in attention, arthralgia, pain, loss of libido, blood potassium decreased, vitamin b12 deficiency, general physical health deterioration and anxiety had resolved. The reporter considered abdominal pain, alopecia, anxiety, arthralgia, back pain, blood potassium decreased, dermatitis allergic, disturbance in attention, dysmenorrhoea, fatigue, gastrointestinal disorder, general physical health deterioration, hormone level abnormal, irritability, loss of libido, menorrhagia, metrorrhagia, migraine, pain, pelvic pain, vitamin b12 deficiency and weight increased to be related to essure. The reporter commented: plaintiff received treatment for pain: back pain, dysmenorrhoea, abdominal pain, bleeding: menorrhagia , metorhagia. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2013: essure confirmation test(s) (unspecified): bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet received. Events: back pain, dysmenorrhoea(cramping), abdominal pain, menorrhagia (heavy menstrual bleeding), metorhagia (bleeding b/w periods), rash/skin condition, fatigue, gi conditions, hair loss, migraine, hormonal changes, weight gain, irritability, loss of concentration, joint pain, body pain to touch/general pain, no sex drive, low potassium, b12 low, mental anguish/anxiety, bodily impairment were added. Event outcome was updated for the events: fatigue, gi conditions, hair loss, migraine, hormonal changes, weight gain, irritability, loss of concentration, joint pain, body pain to touch/general pain, no sex drive, low potassium, b12 low, mental anguish/anxiety, bodily impairment. Lab data and reporter's information was added. Incident. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe and permanent pain/pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metorhagia (bleeding b/w periods)"), rash ("rash/skin condition: some rash on her lower stomach and middle of lower back"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), alopecia ("hair loss"), migraine ("migraine"), irritability ("irritability"), disturbance in attention ("loss of concentration"), arthralgia ("joint pain"), pain ("body pain to touch/general pain"), loss of libido ("no sex drive"), vitamin b12 deficiency ("b12 low"), general physical health deterioration ("bodily impairment"), anxiety ("mental anguish/anxiety"), abdominal distension ("stomach size increase") and feeling abnormal ("brain fog") and was found to have hormone level abnormal ("hormonal changes"), weight increased ("weight gain") and blood potassium decreased ("low potassium"). The patient was treated with surgery (major surgery). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, back pain, dysmenorrhoea, abdominal pain, menorrhagia, metrorrhagia, rash and feeling abnormal outcome was unknown and the fatigue, gastrointestinal disorder, alopecia, hormone level abnormal, migraine, weight increased, irritability, disturbance in attention, arthralgia, pain, loss of libido, blood potassium decreased, vitamin b12 deficiency, general physical health deterioration, anxiety and abdominal distension had resolved. The reporter considered abdominal distension, abdominal pain, alopecia, anxiety, arthralgia, back pain, blood potassium decreased, disturbance in attention, dysmenorrhoea, fatigue, feeling abnormal, gastrointestinal disorder, general physical health deterioration, hormone level abnormal, irritability, loss of libido, menorrhagia, metrorrhagia, migraine, pain, pelvic pain, rash, vitamin b12 deficiency and weight increased to be related to essure. The reporter commented: plaintiff received treatment for pain: back pain, dysmenorrhoea, abdominal pain, bleeding: menorrhagia , metorhagia. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2013: essure confirmation test(s) (unspecified): bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received event " rashes on her lower stomach and middle of her back, brain fog " were added. Reporter information was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe and permanent pain") in an adult female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (major surgery). At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-nov-2018: quality-safety evaluation of ptc. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.